Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A consumer reported while undergoing a laser assisted cataract procedure, she obtained an abrasion that occurred during incision. The reporter refuses to provide any additional information.

Manufacturer narrative:
Additional information requested but was not received. The root cause of the reported event cannot be determined conclusively. (B)(4)